Event description:
Procedure: sleeve gastrectomy. According to the reporter: the operation went on properly. Eleven days post operatively the pt was checked because he didn't feel well. The exam showed that the staples did not hold. A second exam procedure was performed to repair the staple line.

Manufacturer narrative:
(B)(4).